Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of error code e216 (scope communication error code) could not be established. Regarding the no image, it is likely due to the damaged cover of ccd (charged coupled device) cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that an olympus colonovideoscope had error code e216 (scope communication error code). There were no reports of patient harm.